Event description:
The customer reported that the evis lucera elite colonovideoscope displayed frequent e218 and e315 unsupported scope error messages. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in describe event or problem, evaluation found water tightness was not maintained due to perforation of the forceps channel, the bending angle was insufficient and the play of the angle knob was out of normal state due to elongation of the angle wire, the curved rubber adhesive part was missing, the scope connector was leaking, the objective lens was discolored, the image was cloudy, the operation part was discolored, the suction cylinder was scraped, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
Additional information received from the customer reported the error messages occurred during pre-use inspection.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon could not be reproduced - however, the following was noted: dust, dirt, foreign matter, dirt, etc. Adhered to the electrical contacts of the scope connector, and the connection was insufficient, resulting in a temporary deterioration in the electrical connection with the system. As a result of scope appearance confirmation, damage such as scratches, dents, deformation, et cetera was found on the electrical contacts of the scope connector and the main body/damage such as stain adhesion and corrosion on the electrical contacts of the scope connector, therefore due to the effect of above, the electrical connection with the system has temporarily deteriorated. As a result of scope appearance confirmation, damage such as scratches, dents, deformation, et cetera was confirmed on the distal cover/damage such as scratches, chips, cracks, and lifting on a-rubber [bending section cover/distal sheath] glue winding part. In addition, since significant stain adhesion and discoloration were observed on the surfaces of the objective lens and the light guide lens, and the stress (load) such as hitting or dropping the electric circuit in the image sensor unit built into the distal end of the scope applied, the electrical connection temporarily deteriorated, adversely affecting the image signal output, then the image signal output became unstable. Accumulation of electrical load (stress) due to energization of the image sensormounted on the image sensor unit built into the distal end of the scope, overcurrent due to accidental application of static electricity, attachment/detachment while the system is on, etc. Caused a temporary deterioration in the electrical connection, adversely affecting the image signal output and making the image signal output unstable. Regarding the application of overcurrent, etc., other than attaching and detaching with the system power on, there is a possibility that overcurrent from other device or electrical wiring, dust, moisture, dirt, adhesion of foreign material, etc. To the electrical contact of the system and scope connector is presumed to be the cause. It was confirmed that there was a water leakage from the scope biopsy channel outlet at the distal end of the scope due to water invasion of the scope connector and a pin hole in the scope biopsy channel. Therefore, moisture (humidity) entering the scope can damage the electrical connections, electrical boards, etc. (Including electrical parts mounted on the electrical boards) and the image sensor, which is installed in the image sensor unit, mounted on the distal end of the scope, and the electrical connection of the sensor temporarily deteriorated, adversely affecting the image signal output and causing the image signal output to become unstable. About 5 years have passed since the delivery in september 2017 for the image sensor installed in the image sensor unit installed at the distal end of the scope and the electric board inside the scope connector (including the electric parts mounted on the electric board). Due to the fact that it was close to the 6-year service life described in the attached document of the instruction manual, aging deterioration began, and the electrical connection temporarily deteriorated, adversely affecting the image signal output, and the image signal output became unstable. It is speculated that the suggested event " e315 displayed as unsupported scope" and "e218" may have occurred due to the above. In addition, regarding the water invasion into the scope connector, is highly possible that it is coming from the scope connector's venting connector, as the result of checking the scope for water leakage did not reveal any water leakage and that the scope connector's venting connector was found to have water invasion. It is recommended that the user facility inspect the device prior to use and on a regular basis continuously. Olympus will continue to monitor field performance for this device.